Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Medtronic received information that the reported issue had a recurrence. Prompting replacement of the computer for the navigation system. However confirmation of replacement has not been provided.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive and exited without prompt from the user while navigating. Testing found that the navigation system did not respond to prompts from the user when powered on. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Analysis on the returned computer resulted in no failures being found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen. The software program ran normally during burn-in testing. No unresponsiveness or automatic shutdowns were observed. If information is provided in the future, a supplemental report will be issued.